Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in pump shutting down multiple times. The customer¿s blood glucose was 250-529 mg/dl with moderate ketones. Reportedly, the customer administered a manual injection to address bg level, and continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.